Event description:
Consumer alleges son was burned by vaporizer. She alleges vaporizer was originally six feet away from child, but when she returned to room, she found spilled water and wet clothes, and blanket and baby had blisters on face and fingers. She alleges baby required hosp stay and physical therapy for second degree burns.